Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were intermittent episodes of r-wave undersensing and pauses noted on the device. Technical support was contacted and reprogrammed was recommended. The reprogramming is anticipated to be performed at the next follow-up. The patient was stable.